Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01590. Medical products: item#: 110031402, mini tray std cocr +3 offset; lot#: 64729674 item#: 118000-00, 25mm versa-dial taper adaptor; lot#: 668790 item#: 115313, comp rvsr shldr glnsp +3 36mm; lot#: 594290 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent an initial shoulder arthroplasty and approximately one (1) and a half months later a revision surgery was performed due to implant disassociation and dislocation.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01590-1. Visual examination of the returned products identified wear marks on both products. The bearing also had heavy gouging on the backside. The bearing and tray were not connected. Review of the device history records (part # 110031425, lot # 64746348) identified no deviations or anomalies during manufacturing related to the reported event. Review of the device history records (part # 110031402, lot # 64729674) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.